Manufacturer narrative:
Product has been requested for evaluation however it has not yet been received. Sterilization and lot history records were reviewed and no exceptions were found. This report is related to the event reported on MDR 1920664-2015-00123.

Event description:
A report was received from a user facility in (B)(6) stating: "clogged filter during the phaco. No patient impact. Product request".